Event description:
Provider, will states the screw that attaches the right side wheel lock shoe to the foot operated wheel lock came out allowing the shoe section to come off wheel lock. This shoe rubs up against the rear wheel to brake the chair.